Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - discoloration of part of the outer cover of the ICD from a silver color to a light brown color was reported. A few muscles were damaged in the area around the ICD inside the patient's pocket. No implant, explant or event dates were given.